Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed far-field r-wave oversensing (ffrwo) causing inappropriate automated mode switch (ams) episodes on the pacemaker. Programming changes were recommended. No patient symptoms or intervention was reported.